Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a healthcare professional regarding a patient involved in a (B)(4) study regarding a patient who received an unknown drug during a trial. The indication for use is unknown. A cerebrospinal fluid (csf) leak occurred. The patient reported having headaches and nausea since her pump trial. It was noted that the patient¿s headaches were worse when the patient was up. A non-surgical intervention was required, a blood patch was done on (B)(6) 2015. It was noted that the event necessitated an unscheduled clinic or office visit. The event resolved without sequelae on (B)(6) 2015. It was noted that the event was related to the implant procedure. Further follow up was done to determine the drug used in the trial, patient and device information, the date of the trial, and concomitant medications.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated that the catheter was implanted for trial on (B)(6) 2015. The other medications the patient was taking at the time of the event included ms (morphine sulfate) contin, norco, and cyclobenzaprine. The patient's medical history included back pain with leg pain and post laminectomy syndrome. Device serial and lot numbers were not available. The drug being delivered at the time of the trial was hydromorphone hydrochloride, 7.5 mcg per hour in continuous infusion. The drug concentration was not documented. If additional information is received, another follow-up report will be sent.